Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty charging the pump battery. The customer's blood glucose level was 143 mg/dl. The customer reverted to an alternate method of insulin therapy.